Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse replaced the peri-pump tubing that was leaking. The fse cleaned the float switch which had become wet and was causing erroneous full errors. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a liquid leak under and on the bottom of their unicel dxi 800 access immunoassay system. The leak was coming from the peri-pump system. No effect to patients or operators were reported in connection with this event.